Manufacturer narrative:
Upon receipt of the pump, cuff, and balloon components of this artificial urinary sphincter (aus) at our quality assurance laboratory, the components underwent a thorough analysis. The cuff and pump components were visually inspected, microscopically examined, and tested for leaks. No damage or abnormality was noted, no leaks were identified in the cuff or the pump. The pump was not functionally tested because of the identified malfunction in the balloon component. The balloon was visually inspected, microscopically examined, and tested for leaks. A tear was identified in the balloon shell at the sphere-adapter junction consistent with material fatigue. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The balloon was not functionally tested due to the confirmed damage. Based on the information available and analysis results, the reported mechanical issue, fluid loss and hole in the balloon were able to be confirmed. Corrected data: section d device information, h4 device manufacture date, d10 concomitant product

Event description:
It was reported that the patient had the artificial urinary sphincter removed as it was not working due to fluid loss from a hole in the pressure regulating balloon. A new artificial urinary sphincter was implanted. No patient complications were reported.

Event description:
It was reported that the patient had the artificial urinary sphincter removed as it was not working due to fluid loss from a hole in the pressure regulating balloon. A new artificial urinary sphincter was implanted. No patient complications were reported.